Manufacturer narrative:
B3: event date: it was further reported the issues occurred "around ten years or more ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a physician that actifuse had ¿turned into mush.¿ additionally, this ¿heavy¿ actifuse user stated 10% of his patients had to be revised because the actifuse turned to mush. The physician believes it was ¿the carrier.¿ actifuse abx and actifuse shape do differ in the carrier used, whilst the granules are identical. Abx uses an aqueous eo/po copolymer as a carrier whilst shape uses a non-aqueous aoc (alkylene oxide copolymer) blend. It is unknown which device the user was using at the time of the event. These events likely required surgical intervention in order to preclude permanent impairment of a body function or permanent damage to a body structure. No further information was available at the time of this report.

Manufacturer narrative:
Corrections to b5: clarification was received from the customer which stated that actifuse abx was being used (previously reported that the physician was referring to either actifuse abx or actifuse shape). The patient impact was ¿non unions¿ (a permanent failure of a broken bone to heal). Should additional relevant information become available, a supplemental report will be submitted.